Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. Date of event is an approximation. It was reported by the physician that the patient experienced inaccurate cgm values 7 days after the sensor was inserted. The patient uses tandem tslim in hybrid closed loop. The patient experienced diabetic ketoacidosis (dka) beginning on (B)(6) 2024 while the cgm reading was falsely in target range. The bg in the emergency department (ed) was over 300 mg/dl. The patient was hospitalized on (B)(6) 2024. There was no documentation of further medical evaluation or intervention. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.